Event description:
Follow up information that the patient still had concerns with their implantable neurostimulator (ins) therapy but was working with their doctor and the manufacturer¿s representative. It was noted that, after 10 months, the patient had no improvement and that they wet 3 or more large pads during the night. The patient had no success and stated that their bladder ¿felt like a horse¿. It was also reported that the patient ¿dripped all night long and sometimes during the day¿. The patient had tried some of the programs with no success and when they tried to increase the stimulation it felt like they had ¿nails inside¿ them. In addition, the patient stated that they did not know until now that they could be reprogrammed. If additional information is received, a follow up report will be sent.

Event description:
It was reported the programmer was not working, a poor communication screen was shown and the programmer was frozen. Communication was successful and adjustments were made to program 2 with amplitude of 2.1 volts. It was reported the patient never having therapeutic effect since implanted and was "having more urine problems now than before." It was stated the trial went very well and they liked the screener box better than the digital patient programmer. It was later reported after the implant the patient had not had symptom relief. It was stated the trial stimulator worked well and "holded the urine so she didn¿t have accident too often.¿ it was noted the patient¿s implantable neurostimulator (ins) was "not working correctly" and they wanted the settings that worked on the trial implant. Reportedly, the patient had been "going around in circles and have tried different programs." Additional information stated the patient was having a knee replacement the day after report and they wanted to make sure the ins was at zero and off. It was confirmed the lightning bolt was gone. It was also reported the patient had a loss of bladder control especially at night. The patient stated they still got up 3 -4 times each night and were "wet." It was later reported that the cause of the event was the patient was unable to use the programmer. There were no abnormal impedance measurements. An x-ray showed no change and reprogramming was performed earlier that year. It was stated the patient and spouse had been trained/instructed on many occasions by this reporter and the manufacturer's representative, regarding the use of the device. The patient was unable to follow written instructions and as a result, they agreed to turn the unit off. It was later reported the patient never had therapeutic effect and they stated the trial worked decent, with a 70%-80% reduction in the symptoms, on "6" setting, but since the implant the patient had not had symptom control. The patient stated it had been one failure after another and was contemplating having their device removed. It was noted the patient had surgery ten years prior to report to lift her vagina and they used to be constipated before. The patient was diagnosed with crohn's disease approximately 3 years prior to report and had been hospitalized and had transfusions because of it. Since their implant, the patient stated they go both urine and fecal matter at the same time, 90% of the time. It was stated it was different all the time with the amounts, sometimes a large amount sometimes a little amount of urine and the bowel amounts were "out of control." It was noted the patient wore a double pad and "pull-ups" and it was all soaked 3-4 times a night. Reportedly, the night was the most difficult for the patient for the increased symptoms and not making it to the bathroom in time. During the day the patient goes every 2 hours or 1.75 or 1.5 hours, so that is a little more controlled then at night. It was also reported the patient was not able to adjust their stimulation and they had issues with the patient programmer off and on. Reportedly, the patient tried all 4 programs, and program 1 at 3.8 volts was felt more in the rectum and a little better than the other programs, and program 2 at 3.3 volts, program 3 at 4.5 volts and program 4 at 4.0 volts were felt more in the back area instead of the front area of the patient¿s body. It was noted the patient would feel stimulation and then no stimulation. It was stated the patient saw their doctor approximately 60 days prior to report and they did an x-ray and determined the ins was properly implanted. It was noted the doctor had the patient do a test with 3 days no stimulation and 3 days with stimulation. Reportedly, the patient had more issues and the largest amounts of bowel movements and urine output with the stimulation on.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00ggn, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).